Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level exceeded the threshold, showing a "high" reading, although the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via mdi. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. To resolve the issue, the customer performed a pump reset and resumed insulin delivery.